Event description:
A barostim system was implanted on (B)(6) 2024. Following implant, the patient was in post anesthesia care unit and decompensated with hf symptoms and was struggling in recovery. Per the opinion of the physician, the root cause of the event was fluid overload which was not directly related to barostim. No additional intervention was done. The patient was discharged on (B)(6) 2024 and was doing fine.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was fluid overload which was not directly related to barostim. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# fc-000719.